Manufacturer narrative:
UDI #: (B)(4). Initial reporter phone number: (B)(6). (B)(4). PMA 510(k): this report is being filed on an international device; tecnis optiblue 1-piece iol, that has a similar device, tecnis 1-piece iol model zcb00 which is distributed in the united states under PMA p980040. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that when an intraocular lens, model zcb00v, was implanted, the trailing haptic was torn. The surgeon had to cut the lens in half to remove it from the patient's eye. Additional follow-up indicated that there was an incision enlargement of about 4mm. When the surgeon tried to implant another zcb00v, the cartridge, model 1mtec30, used was broken. A third zcb00v lens was used. The patient was prescribed rinderon & nevanac (anti-inflammatory drug) as normal standard care to address the eye inflammation. No further information was provided. This MDR is being filed to capture the reported lens with the torn trailing haptic and incision enlargement. A separate MDR is being filed for the reported broken cartridge.

Manufacturer narrative:
Device evaluation: the complaint unit was returned to the manufacturing site for investigation. Only approximately half of the lens was returned. The lens was received with a large cut from the lens edge across the optic. The condition observed in the lens is consistent with a lens that has been cut due to the iol removal process. The returned haptic was observed undamaged. The reported complaint for haptic damaged was not verified. There are no discrepancies found during the mrr (manufacturing record review). The documentation shows that the production order was manufactured according to specifications. There is no associated deviation or non-conformity report found in the mrr related to this complaint and/or similar issues. The units were released according specification in compliance with the product intended use as required. A historical complaint data review was performed and results did not identify any product deficiency. The directions for use (dfu) was reviewed which adequately provides instructions on proper use and handling of the device. Based on the lens analysis, manufacturing record review, historical complaint review and non-conformance/CAPA review, there is no indication of a product malfunction or product deficiency. All pertinent information available to abbott medical optics has been submitted.